Event description:
The device was returned for service. During service the device had failure c0de 570:320:844:0000 found in the pump event history. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.